Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of the pump stops pumping and the screen goes blank is not able to be confirmed. The root cause of the complaint is undetermined. If a part is returned or additional information is received at a later day, a full investigation will be completed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reporting complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) screen went blank, and the pump was not making any noise. The rn checked the power connection, looked around the pump, and according to her the pump started pumping again on its own. At this point she paged the perfusionist to see the pump. In further discussion with the rn, she stated the screen said "pump off." The following error messages had occurred prior to, arterial pressure (ap) below set alarm limit (mean arterial pressure or augmentation), high baseline and no ap signal available. The rn also stated that she zeroed the transducer during that time and there was a high baseline alarm as the patient had rolled to the fetal position, after being instructed to not do that. There was no report of patient complications or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) screen went blank, and the pump was not making any noise. The rn checked the power connection, looked around the pump, and according to her the pump started pumping again on its own. At this point she paged the perfusionist to see the pump. In further discussion with the rn, she stated the screen said "pump off." The following error messages had occurred prior to, arterial pressure (ap) below set alarm limit (mean arterial pressure or augmentation), high baseline and no ap signal available. The rn also stated that she zeroed the transducer during that time and there was a high baseline alarm as the patient had rolled to the fetal position, after being instructed to not do that. There was no report of patient complications or consequence.